Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2019-11036. It was reported that the patient presented remotely with noise on the right ventricular lead. It was noted that the patient had 1 syncopal episode. The lead was capped and replaced on (B)(6) 2019. After the procedure, it was noted that the implantable cardioverter defibrillator was at eri on the date of implant. The device was reprogrammed. The patient was stable.

Event description:
New information received on jul 12, 2019, indicates that the noise was oversensed.